Event description:
It was reported that during preparation of the 3.5x38 mm xience pros stent delivery system (sds) the stent came off of the balloon when the yellow protective sheath was removed. The device was not prepped prior to removing the sheath. There was no device use or patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017: failure to follow steps / instructions.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulties could not be determined. It is possible that inadvertent mishandling during sheath/stylet removal contributed to the stent dislodgement and observed stent deformation; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: correction: initial reporter establishment name. H6: correction: medical device problem code 2017 was removed.